Event description:
It was reported that during reprocessing, the subject device had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed, the device had scratched video connector pins causing the image issue. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.